Event description:
It was reported that while hammering the anchor after drilling, the shaft of anchor broke down. A backup device was available to complete the procedure with significant delay and no patient injuries reported.

Manufacturer narrative:
One (B)(4) suturefix ultra suture anchor device returned. The complaint stated: ¿while hammering the anchor after drilling, the shaft of anchor broke down.¿ suture was returned attached, threaded and wound to the device. The anchor was attached and had been deployed and cinched for use. ¿implantation of the suture anchor requires preparation of the insertion site. This product has very specific prep instruction for successful use. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. Ensure that the anchor placement is aligned with the drilled hole. Once seated, do not rotate the suture anchor device in the bone as this may cause device failure. Proper alignment is essential for successful repair. Caution: ensure that the anchor placement is aligned with the drilled hole. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ the inner shaft fork shaft has been fractured. A distal portion was broken off. The piece was returned. It is bent. The fork is scratched and the tines have been skewed. Symptoms indicate torque and force. ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of the device was established.